Event description:
It was reported that the patient passed away due to multiorgan failure while on hospice, with no pump issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multi organ failure (including respiratory failure, right heart failure, hepatic dysfunction, and renal dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.